Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in follow-up, and it was noted that the episode that was initially identified as supra ventricular tachycardia (svt) did convert to true ventricular tachycardia (vt) which was not detected by the device. As a result, the patient experienced syncope and fell. Reprogramming was completed and the implantable cardioverter defibrillator (ICD) remains in use.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implanted on (B)(6) 2019; 407645 lead, implanted on (B)(6) 2008; 407652 lead, implanted on (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a healthcare professional that the implantable cardioverter defibrillator (ICD) inappropriately withheld treatment for an episode of ventricular tachycardia (vt)/ventricular fibrillation (vf) that the device detected as supra ventricular tachycardia (svt) due to the device morphology discriminator. The ICD remains in use. No further patient complications have been reported as a result of this event.